Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced low blood glucose was 22mg/dl which was treated with glucose tablets. Customer¿s current blood glucose was 93mg/dl. Customer alleged possible over delivery. Product will be return for analysis.